Event description:
Pt underwent photofacial treatment to her face using lumenis one ipl delivery device under the proper settings for her skin type, fitzpatrick IV, using the lumenis pre-programmed default settings in the lumenis one for a fitzpatrick IV level. Pt was without complaints upon leaving the clinic. However, several hours following her treatment, pt called the clinic concerned for multiple areas of redness. It was requested that the pt returned to the clinic that day for assessment and potential treatment, however, pt was unwilling to come in that day. The pt did return to the clinical the following day on (B)(6) 2010, and saw the physician assistant. It was noted that the pt sustained multiple areas of first degree burns to the face with the most prominent area being the forehead with a potential of a 2nd degree burn to the forehead, however, no blistering, ulcerations, nor fragile skin noted in this area. Pt was prescribed triluma and asked to return to clinic for oxygen treatment and f/u with pa/md. An appointment was made for pt to return on (B)(6) 2010. Subsequently, pt cancelled her appointment stating that she was under the care of her own physician. It is unk at this time what the outcome has been from this adverse event as the pt would not longer return to our clinic for treatment.